Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to a refractive surprise. The lens was exchanged for a different power lens and the problem was resolved. The patient's post-operative best-corrected visual acuity was 20/25.

Manufacturer narrative:
(B)(4): (refractive surprise); (lens explanted). (B)(4).

Manufacturer narrative:
Method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off. The lens was returned dry and there was evidence of clear surgical residue. The lens was rehydrated in bss for re-measurement. The lens length, width and diopter power were measured and the results of the measurements were compared against the original values and the lens was found to be in specification. Medical review - several factors may be involved in a post-operative refractive surprise, including inappropriate refractive surgical planning, a wrong lens calculation/selection, preoperative inaccurate determination of the eye's measurements to determine the power of the icl, induced refractive change by incisions, unstable cornea and/or refraction prior to implantation, cl-induced warpage, etc. The explanted lens was returned for evaluation and diopter reading showed the icl to be within specifications. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).